Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). Additionally, on visual inspection the is-1 pin was over-rotated until it distorted/fractured in the connector. The distal conductor was distorted and fractured due to over-stress and there was deformation/fracture of the proximal section of the inner coil.

Event description:
It was reported during the implant procedure that the helix would not extend or retract properly and there were difficulties positioning the lead. The lead was not implanted. No patient complications have been reported as a result of this event.